Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that she was without stimulation. Surgical intervention has been scheduled to replace the pt's ipg. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.